Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30170725l number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase while ablating at 45 watts, steam pop occurred. Then, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 200 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Reminder of the procedure was aborted. No further intervention was required. There¿s no information regarding extended hospitalization and physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly. Steam pop issue alone is not MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.